Manufacturer narrative:
Update to d9 and h6. After further investigation, it has been determined that the sample was received on 10/22/25. The type of investigation included testing of the actual/suspected device and trend analysis. The investigation findings found no device problem and the investigation concluded that there was no problem detected. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The patient reported that the nebulizer emitted a burnt plastic odor when turned on. Due to the smell, she skipped doses and used the device sparingly. She experienced an extreme asthma flare-up and sought hospital care.

Manufacturer narrative:
The patient reported that the nebulizer emitted a burnt plastic odor when turned on. Due to the smell, she skipped doses and used the device sparingly. She experienced an extreme asthma flare-up and sought hospital care. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.